Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. The following devices were also listed in this report: mrhk tib ins 13mm xs/s s1/s2; 64813213; lky021. Mrh axle; 64812120; ctd59714. Mrhk femoral bushing; 64812110; lkn224. Mrhk tibial sleeve; 64812140; lkm996. Mrhk bumper insert 3 degrees; 64812133; lkx417. Mrh tib rot comp xs-xl; 64812100; 180637. Mrhk femoral bushing; 64812110; lkn240. Mrh knee fem xs lft; 64811100; jha6b. Mrh tibial b/plt keel sml 1; 64813110; l6h6t. Triathlonctrfemconeaug sz1&2l; 5549-a-621; lh641. Triathlon sym cone aug sz c; 5549-a-130; t1j51. Tri press-fit stem 14mm x 100mm; 5565-s-014; 0113782k. Tri press-fit stem 16x150mm; 5566-s-016; 0087321d. Mrhk fem distal blk 10mm xs; 64811200; jee4r. Mrhk fem distal blk 10mm xs; 64811200; jee4r. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Not returned.

Event description:
The patient had an index left tka outside of cors scope. The patient developed pji (periprosthetic joint infection) in the left knee and underwent revision with a gmrs system for pji with all components exchanged on (B)(6) 2021 (then included into cors). The patient developed again pji and was revised only for all rotating hinge components exchanged on (B)(6) 2021.